Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an nc euphora balloon for pre-dilation. No abnormalities noted during device inspection before u se. The target lesion in the lad # 7-8 exhibited 90% stenosis, moderate calcification and moderate tortuosity. The nc euphora balloon was delivered to the lesion and inflated once to 26atm for 20 seconds. Strong resistance was encountered during the attempted removal of the balloon. The device was removed successfully from the patient and the wire was removed along with it. It is further reported that it was as if the guide wire came along with nc euphora. Another wire was inserted, ivus was done and the procedure was completed. No patient injury reported.

Manufacturer narrative:
Product analysis: two guidewires were returned with the device. The device had been removed from the guidewire prior to return. A slight kink was evident to one of the guidewires. The distal tip was partially flattened and slightly flared. Resistance was noted when advancing 0.015inch mandrel through the guide wire entry port. The mandrel could not be advanced further than 11.4cm distal to guide wire entry port. The 0.015inch mandrel was inserted through the distal tip and could not advance further than 16.5cm proximal to the balloon bond. The distal shaft immediately distal to the guide wire entry port was broken and bunched immediately distal to the break site. A 0.014 inch non-medtronic guidewire was loaded via the distal tip into the inner lumen and advance proximally to exit the guidewire entry port. Slight resistance was noted advancing the wire along the inner lumen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.